Event description:
It was reported that when the asymptomatic patient presented via merlin.net, post-paced t-wave oversensing on the ventricular channel was noted on a segm. Recommended programming changes were made.

Manufacturer narrative:
(B)(4).